Manufacturer narrative:
Device was returned for evaluation. The device is used. The complaint said: ¿it was reported that during arcr procedure, when the surgeon inserted the anchor into the site, the middle of anchor got broken. 20 minutes procedure delay was reported with no patient injuries¿. Spiral threads are fractured. There are proximal threads that are sliced from contact with another instrument or bone. The anchor has encountered force and compression. It was later confirmed that the broken pieces were not all retrieved. Details relayed that patient bone density was normal. The accompanying IFU recommends either a 5.5 mm or disposable threaded dilator is for approved for normal bone site prep. The communications said ¿a 3.8mm tapered awl was used for prep hole¿. No root cause associated with the manufacture of this device could be supported nor proven. Use error may have been a contributing factor to the event. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported that not all broken pieces could be retrieved from the patient.

Event description:
It was reported that during arthroscopic rotator cuff repair procedure, when the surgeon inserted the anchor into the site, the middle of anchor got broken. Twenty minutes procedure delay was reported with no patient injuries.